Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover was scratched, however the returned product performed within specification. No performance failure detected.

Event description:
Caller indicated the relion confirm meter was giving high readings. Cust got reading of 400 was going to dose herself but did not have symptoms so she retested about 5 minutes later and got reading of 135. Customer did not want replacement product. She wants refund she no longer trusts our meter. Requesting refund.